Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during implantation of a light adjustable lens in the left eye, the leading haptic tore the capsular bag. The lens was subsequently implanted in the sulcus. No additional information is available regarding the reported event.